Manufacturer narrative:
(H3,h6): no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a generator. It was reported that the handpiece was found to have a hole in the tubing after functioning without issue for a period of time. There was no reported impact on patient.

Manufacturer narrative:
H3: analysis summary: unable to determine the complaint. Upon receiving the device, it looked to be used with no damage. The device was decontaminated per and then tested per wi. Could not test handpiece due to the tubing having knots and having a cut cord. It was unable to determine if there was an issue with the irrigation on the handpiece. H6: codes b01, c20 d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.